Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation following reviews of the call by medical surveillance and a senior cca. The patient, who is pregnant, reported that she had been getting high readings on the subject meter for the week prior to contacting lfs. She reported that around 10:30-10:35 pm on (B)(6) 2019, while in the emergency room (ER), she compared the result on the subject meter to the hospital meter and obtained ¿130 mg/dl¿ versus ¿60 mg/dl¿, respectively. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with humulin and humalog insulin (no adjustments) and she indicated that because she¿s pregnant, she checks her blood glucose level around 10 times per day. She denied making any changes to her usual diabetes management routine after obtaining the ¿high¿ results. She reported that an unknown time later, she became ¿dizzy¿ and was taken to the emergency room (ER). At the ER, at around 10:30-10:35 pm on (B)(6) 2019, she indicated that she obtained the results documented above and was given ¿juice¿ to relieve the symptoms by a healthcare professional. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The cca walked the patient through a control solution test and the result fell within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention, after obtaining alleged inaccurately high blood glucose results on the subject meter and continuing with her usual diabetes management routine.